Event description:
The suture cracked as the physician was attempting to penetrate trans-vaginally. The device was removed in one piece, and the surgery was completed using a suture retriever component from another kit. No adverse pt effects were reported.